Event description:
Hamilton medical ag received the following incident description: ip hard key are not working.

Manufacturer narrative:
Ip key+led board p.n. Msp159234 was found defective and replaced. All the tests were performed.

Manufacturer narrative:
Ip key+led board p.n. Msp159234 was found defective and replaced. All the tests were performed. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: ip hard key are not working.